Event description:
Additional information received noted that regarding intervention: no action was taken and the issue was ongoing.

Event description:
It was reported that the right lead exhibited low impedance readings. Reprogramming resolved the issue and the patient was reported to have recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: stimulator model 7428, serial #(B)(4), implanted: (B)(6) 2009 explanted: (B)(6) 2010; lead model 3391s-40, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; lead model 3391s-40, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; accessory model 3550-09, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; accessory model 3550-09, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; accessory model 3550-05, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; accessory model 3550-05, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown.